Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had a lot louder sound when going through the rewind or prime like gears grinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.